Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2017- device evaluation: the transmitter has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, a review of the pump¿s alarm history showed frequent low battery warnings and replace battery alarms. During testing, the pump electrical current draws were tested and were found to be high. The pump was opened and moisture damage was found on the printed circuit board. The short battery life issue was found to be due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.